Manufacturer narrative:
Performance data collected from the device was analyzed and device was out of specification in a manner that relates to the event. The power on reset (por) was due to a couple of ventricle rate limit alerts shortly after each other, resulting in a ¿hard¿ por resulting in loss of telemetry wireless c.

Event description:
It was reported that there were four device power-on-resets within seconds of each other that disabled the wireless telemetry. It was also reported that it happened again about three months later. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that there was high hybrid leakage current.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.